Event description:
A report was received that alleges that the pilot balloon detached from the inflation line during use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One used sample was returned for evaluation. The visual inspection of the product showed that the pilot balloon was not attached to the inflation line. The bonding area where the inflation line is bonded with the pilot balloon had remnants of solvent that indicated that the pilot balloon had been attached to the inflation line within minimum specification. It appeared that the inflation line had been submerged into the solvent dispenser at a depth that was just within specification. As the pilot balloon was minimally attached, a smaller pulling force could have been capable of separating the pilot balloon from the inflation line. In order to address this issue, the manufacturing facility has identified corrective actions. The bonding operation for this part of the assembly has been clarified through additional explanation of minimum solvent depth as well as the addition of an in-process "pull force test" to evaluate the strength of the bond at the pilot balloon and inflation line.